Event description:
A patient was noted to have fracture at l5 after implant of the artificial disc. Co's area sales rep was unaware of this event. They followed up with the surgeon and reported that the dr is unsure of any relationship between the fracture and the device. Pt is being monitored and no action is being taken at this time. As an event of this nature could result in the need for surgical intervention an MDR is being filed to document this event.